Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined. Investigation found the exposed portion of the soft cannula to be stretched and flattened. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found a hole in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the hole on the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 3157. No timeouts, drive stalls, or hazard alarms were generated during device run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.